Manufacturer narrative:
A comprehensive investigation into this report cannot be completed as the sample was not returned to the MFR for evaluation. A follow-up report will be filed if more info becomes available.

Event description:
It was reported, when the doctor broke the top off the ampule of lidocaine, it shattered and cut his hand. This was a minor cut which required a band-aid. There were no further complications reported.